Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that during user handling, a rubber leaked and water entered the scope connector. As a result, an abnormality occurred in the electronic component, and the event occurred. The event can be detected/prevented by following the instructions for use which state: 1) "inspection of the endoscopic image." 2) "perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.

Event description:
The customer further reported that the intended procedure was navigational bronchoscopy which was completed with a similar device without any delay. The reported problem did not affect the outcome of the procedure.

Manufacturer narrative:
This report is being submitted for additional information received from customer. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by user facility.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope displayed a b30 scope communication error. The issue was found during preparation for use for a therapeutic procedure. The scope was received after a repair from olympus. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus and an evaluation confirmed the customer allegation. The b30 scope communication error occurred due to water invasion. The device displayed no image. After aeration, the image was displayed. There were few additional findings during device evaluation. There was no data transmission in the device. After aeration, the scope data was available. The distal end plastic cover was chipped. The bending section cover had a pinhole and adhesive was lifting. The switches were not working. The control body and scope connector had fluid invasion. The control knob had an abnormal sound and the movement was not smooth. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.